Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through several corrective steps, including disconnecting tubing, adjusting the t:lock, and delivering boluses to address the problem. Despite initial recurrence of the occlusion alarm, a successful bolus was ultimately completed after loading a new cartridge. The caller was advised to replace supplies and resume insulin, with further assistance offered as needed.